Manufacturer narrative:
The pump was returned assembled with the percutaneous lead (lead) severed approximately 5' from the pump housing, and the severed portion of lead was returned (measuring approximately 36' in length). The evaluation revealed that the black and green wires were fractured adjacent to the metal/system controller connector. As a result, the underlying wire conductors were exposed. The characteristic of the disruption of these wires appeared consistent with fatigue failure as a result of repetitive flexing of the lead in this location. The examination of the affected and non-affected wires did not reveal any evidence of mechanical damage due to crushing or pinching. The reported red heart alarms and speed drops would have occurred as a result of the exposed conductors of one wire contacting the shield and shorting the ground while connected to the power module. Interruption in pump function would have also potentially occurred if both compromised wires made direct contact or contacted the shield simultaneously and shorted while being supported by either batteries or the power module. A review of the device history records revealed the device mt all applicable specifications upon product release. No further information is available the manufacturer is closing its file on this event.

Manufacturer narrative:
Additional information: the attached user facility medwatch report was received from the intermacs registry. The user facility number was not provided. The intermacs identifier is (B)(4). The patient's expiration was reported under medwatch MFR report # 2916596-2014-01163. This report is regarding the patient's pump exchange.

Event description:
Additional information: the vad coordinator reported that the patient presented to the hospital on friday with low flow and red heart alarms and a review of the patient's event history revealed that the pump speed was randomly decreasing below the pump's set speed. The patient reportedly experienced multiple pump stoppages over the weekend prior to the pump exchange and was not doing well. It was reported that the toes on the patient's left foot was black and the foot was cold leading the center to believe that there was a lack of perfusion for reasons unknown. Additional information was received from the intermacs registry stating: red heart alarms associated with pump stoppage and low flow, alarms with position change, lvad driveline fracture-internal, continuity test done-negative, driveline manipulated externally but could not reproduce the alarms or for exchange additional information also included indicated: death date: (B)(6) 2014. Primary cause of death: circulatory: hemolysis. Device function normal: y.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that on (B)(6) 2014 that the patient presented at another hospital with red heart alarms. The vad coordinator began troubleshooting with the other hospital over the phone. The reported events could be reproduced by manipulating the percutaneous lead near the distal end/metal connector while the patient was connected to the power module, and while connected to batteries. Repair of the percutaneous lead was scheduled for the following day. The hospital staff at the other hospital splinted the suspected damaged area of tongue depressors and transferred the patient to the implant center so t e repair could be performed. The manufacturer's technical service technician evaluated the percutaneous lead at the hospital and the vents could not be reproduced by moving the driveline and could only be reproduced with patient movement. The hospital staff decided that a repair of the distal end of the percutaneous lead was not necessary. The hospital staff was going to place the patient on a modified patient cable and move the patient a 1a status on the transplant list. On (B)(6) 2014 the patient presented with a red heart alarm and low flows. The event s started to occur more frequently on battery power, and a decision was made to exchange the patient's pump on jun(B)(6) 2014.